Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device gave an error g during functional test. Remote support from the customer care solution center was received, during which the rse instructed the customer to calibrate the nbp and co2 parameters and let the test mode run through completely to clear the error message. Multiple attempts were made to request information regarding if this was completed and if it resolved the issue. However, no information was made available.